Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported tampon unraveling with u by kotex sleek in a mixed absorbency box containing regular and super absorbency. She reported experiencing unraveling with more than 20 tampons but did not specify which absorbency. Consumer said she was able to remove pieces.